Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the customer were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 700 mg/dl. At the time of incidence. Customer was treated with intravenous drip for high blood glucose level. Customer reported that they had button issue whereas act button were hard to press. Customer was advised to troubleshooting. The insulin pump will be returned for analysis.